Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
1 x zebd-7-7 of lot number c1796867 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2021. A kink was noted at 2nd and 5th portholes on the pig tail curl on the tapered end of the stent. A 0.035 wire guide does not pass the kink. Prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 of lot number c1796867 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1796867. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿. Also, the user is instructed by the instructions for use ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information received, it is confirmed that a 0.025" wire guide was used. Complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report to provide device evaluation details. Lab evaluation completed on 26-jul-21: kinks confirmed.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straightened the pigtail using the straightener and attempted to advance it over a 0.025 wire guide (olympus' visiglide2) but failed because the pig tail had a kink. Another zebd-7-7(lot c1807056) was used instead to complete the procedure. The patient did not experience any adverse effects due to this occurrence.